Manufacturer narrative:
The customer's calibration results were ok. The investigation confirmed the qc prior to the event was ok. After the event, the customer performed qc and the level 1 qc was out of range high. The investigation reviewed the system's alarm trace did not find any abnormalities. The customer's sample pre-analytics were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the customer's actions of replacing the reagent resolved the issue.

Manufacturer narrative:
The customer replaced the troponin reagent pack and performed a calibration. The field service engineer performed system checks and precision testing with acceptable results. After service, the customer performed qc and verified the qc results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for three patients tested on a cobas 6000 e 601 module serial number (B)(4). The initial troponin results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 6000 e 601 module. At 19:45, patient 1's initial troponin result was 0.04 ng/ml. At 20:33, patient 1's repeat troponin result was 0.02 ng/ml. At 19:46, patient 2's initial troponin result was 0.04 ng/ml. At 20:33, patient 2's repeat troponin result was 0.01 ng/ml. At 20:33, patient 3's initial troponin result was 0.04 ng/ml. At 20:33, patient 3's repeat troponin result was 0.01 ng/ml. The customer determined the repeat troponin results were correct and corrected reports were provided.